Event description:
It was reported the patient was admitted to the emergency department after experiencing inappropriate therapies. Both oversensing and a loss of sensing and capture were reported, and a lead fracture was suspected. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor was fractured; full leadwas returned for analysis.